Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an endostat generator was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, there was low output. It was reported that there were no issues with the snare used in the procedure; however it was not cutting hot enough because of the generator. The procedure was competed with this endostat generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an endostat generator was used during a procedure on (B)(6), 2012. According to the complainant, during the procedure, there was low output. It was reported that there were no issues with the snare used in the procedure; however it was not cutting hot enough because of the generator. The procedure was competed with this endostat generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the unit to have some minor scratches present on cover and chassis otherwise the unit appears to be in fair physical condition. All knobs and switches functioned properly. The unit passed the endostat ii return evaluation procedure and is within all test parameters. The condition of the returned device was not consistent with the complaint of not cutting hot enough; the complaint was not confirmed. The unit passed the endostat ii return evaluation procedure and is within all test parameters. All connections inside the unit were checked and wires were manipulated while the rf was activated in all modes and no problems could be found with the output. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.